Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that the device light emitting diode (led) electrical light source was out and non functional. The reporter did not state if the issue reported occurred during preparation for use or during a case. There was no patient involvement reported on this issue. No user harm or injury was reported.

Manufacturer narrative:
Device is not returning for evaluation. According to the customer, there was no issue found with the device. No further details reported.